Event description:
It was reported that, "I went for my second hip replacement in 2009. Left hip. I had a stryker: acetabulum - stryker tritanium hemispherical 56mm liner - stryker trident x3 polyethylene zero degree f screws - stryker 6.5 cancellous 25mm femoral head - stryker biolox delta v40 femoral stem - stryker accolade tmzf neck angle, #4.5. X-rays taken in 2010 and again in 2011 show scar tissue forming around the stem that goes to the femur causing pain and discomfort in the mig thigh of my left leg and some back discomfort. The doctor says there is movement due to the scar tissues. Manufacturer name, city and state: depuy, I think."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.